Manufacturer narrative:
H4: the lot was manufactured between january 11, 2024 ¿ january 12, 2024. H11: two (2) actual samples were received for evaluation. A visual inspection was performed and missing blue winged luer caps were observed. The reported condition was verified. The cause of the condition could not be determined. However, the cause can be handling-related during shipping or distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of two (2) small volume intermates were missing. This occurred before patient use. There was no patient involvement. No additional information is available.